Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Device history record (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with peripheral sterile infiltrates in both eyes at superior margin. Right eye was greater than left eye. Interface was clear and flap was good in both eyes. Topical steroid drop dosage was increased to every hour. Patient will be checked in 48 hours. Patient noted discomfort, tearing and irritation especially in the left eye. Patient reports seeing well. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.